Manufacturer narrative:
One mz1000 china sample was received in opened packaging from lot 25055265 for investigation. The customer reported that "on the fifth day of using the mz connector for infusion in the oncology department, fluid leakage was detected. Subsequent investigation revealed a crack at the threaded connection point of the connector. After replacement, the infusion was resumed." The returned sample was subjected to leakage testing in order to replicate the customer's experience; leakage was confirmed, and upon closer inspection the source of the leak was due to a crack at the female luer adaptor (fla). The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 25055265 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. Please note, the IFU of the maxzero states that "prior to every access, always scrub the top of the mz1000 with an appropriate antiseptic and allow to dry." Failure to allow the alcohol to dry sufficiently may cause the components to partially adhere together, requiring additional force to disconnect, damaging the component. A review of the customer feedback database indicates that reports of this nature against products in the maxzero product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: on the fifth day of using the mz connector for infusion in the oncology department, fluid leakage was detected. Subsequent investigation revealed a crack at the threaded connection point of the connector. After replacement, the infusion was resumed.